Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check therapy electrode message. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the white pulse wire was open in the trunk cable connector, which caused the check therapy electrode alarms. The root cause of the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.